Event description:
It was reported that 59 bd safetyglide¿ needle experienced needle clogged and leakage. This is 1 of 2 related events. The following information was provided by the initial reporter: when one child was being immunized, needle was occluded and vaccine would could not be injected. Vaccine sprayed out of back of needle and child needed to be reimmunized. (B)(6) 2023.

Manufacturer narrative:
H6: investigation summary: no samples or photos received by our quality team for evaluation. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. H3 other text : see h10.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 2007149 d4. Medical device expiration date: 31-dec-2026 h4. Device manufacture date: 07-jan-2022 d4. Medical device lot #: 2010821 d4. Medical device expiration date: 31-dec-2026 h4. Device manufacture date: 10-jan-2022 h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 59 bd safetyglide¿ needle experienced needle clogged and leakage. This is 1 of 2 related events. The following information was provided by the initial reporter: when one child was being immunized, needle was occluded and vaccine would could not be injected. Vaccine sprayed out of back of needle and child needed to be reimmunized. (B)(6) 2023.